Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, patient was not able to see well. Patient experienced blurry vision, auras, balance issues, could not focus at near or far, and glasses did not work anymore. The lens explanted and patient vision was fine in the right eye at this time.